Manufacturer narrative:
Correction d2: the correct product code is lxb; not mah as previously reported. Correction g4: the correct PMA/510 (k) is k955713; not k121317 as previously reported. Per the clinic, on (B)(6) 2025, the patient underwent revision surgery under general anesthesia to remove the keloid scar. During the same surgical procedure, the abutment screw that had been covered by the keloid was removed; however, the internal fixture remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth around the abutment site. Subsequently, the patient baha was removed under general anaesthesia on (B)(6) 2025 and a new 4mm implant with 14mm abutment was placed at a new site as there was a keloid scare over the original implant site. Additional information has been requested but has not been made available as of the date of this report.